Event description:
The customer reported a leak when using the coulter® act diff analyzer. The leak was from the probe on the instrument. The volume was reported as a few drops and the leak was not contained. The customer also reported receiving a vacuum error at the time the leak was discovered. The operator was wearing gloves and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer was running patient samples and observed the leak from the probe when they tried to run a sample after receiving the vacuum error. The customer did find a tubing that was disconnected from the vacuum chamber. The customer reattached the tubing to the vacuum chamber and resolved the leak and the vacuum error reported. (B)(4).